Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was not pt injury reported. Nor further information was available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received by baxter for eval. Eval confirmed unit received inoperable due to reported symptom of "getting a system 105 error message," caused by a failed motor. Motor assembly has been replaced.